Event description:
On an unreported dated, the patient began treatment with dianeal pd4 ambuflex (dose, frequency and lot number not reported) intraperitoneally (ip) for peritoneal dialysis (pd). During a call with baxter customer services, the consumer stated that on an unreported date, the patient experienced cardiac failure, septic shock and peritonitis, and on (B)(6) 2010, the patient died as a result. Treatment information was not provided. Dianeal therapy was ongoing. It was not reported whether an autopsy was performed. The patient?s concomitant medications were not reported. A causal relationship was not reported for the events of fatal cardiac failure, fatal septic shock and fatal peritonitis with regards to dianeal pd4 ambuflex therapy. The reporting nurse included that the event was unrelated to pertioneal dialysis therapy.

Manufacturer narrative:
(B)(4) - as the date of onset of the peritonitis episode is unknown; the sample was not requested. This is the second of two complaints associated with this event.

Manufacturer narrative:
(B)(4). A batch review was performed for potentially associated lot numbers gd876482 and gd878199 with no defects noted. The root cause of the peritonitis cannot be determined because no sample is available and there is no indication or report of a product failure. Similar reports have been received for the reported condition. The root investigation is in progress. This is the second of two reports associated with this event.